Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a manufacturer representative. It was reported that the cause of the high impedance issue was unknown. The representative specified that with reference electrode 0, contact 5 was measured at 26,050 ohms, contact 6 was measured at 28,720 ohms, and contact 13 was measured at 24,310 ohms.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient can't change the stimulation, and has difficulties making adjustments to his ins. If he tries to increase the stimulation, nothing happens, and no error message appeared. However, everything else seems to be working properly. The patient controller turns on. The patient lost 20 kg in a short period of time. It was suggested that the patient make an appointment at the clinic in order to hopefully find out on site where exactly the problem is. Additional information was received from the manufacturer representative (rep) reporting that troubleshooting was performed to check the ins for errors. Out of regulation (oor) occurred due to elevated impedance of an electrode. The ins was reprogrammed to not involve the high impedance electrode. Issue was resolved.